Manufacturer narrative:
An event of implant related tissue damage with patient effects of pericardial effusion, perforation of the pulmonary artery, asystole, and cardiac arrest. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported related tissue damage with patient effects of perforation of the pericardial effusion, perforation of the pulmonary artery, asystole, and cardiac arrest could not be determined. Unexpected interventions were likely results from case-specific circumstances, as pericardiocentesis was performed, the pulmonary artery was surgically sealed, and medication was administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: medical device problem code: 2993

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet was chosen for implant using a 12 f amplatzer torqvue delivery sheath. There were no difficulties implanting the device, and no multiple manipulations were reported. The patient was in atrial fibrillation at the time of the procedure. The left atrial pressure at the time of the procedure was 10mmhg. Heparin was administered at 100 units/kg, and the activated clotting time (act) was 300. Protamine was administered at the end of the procedure. No multiple wire or delivery sheath exchanges occurred, and wire position was not in upper or lower pulmonary vein. The patient was decompensated in the post-anesthesia care unit (pacu) following the procedure and subsequently progressed to asystole. This occurred post-implant while in holding, approximately an hour after the procedure. Emergency interventions were initiated to stabilize vital signs. These included pericardiocentesis, administration of emergency medications, re-intubation, and blood transfusion. Cardiac arrest was confirmed. A transthoracic echocardiogram (tte) was performed, which confirmed that the device remained stable within the appendage. No pericardial effusion was noted immediately post-procedure, and a fat pad was thought to be present pre- and post-procedure. The effusion was later noted to originate from the pulmonary artery (pa), and was described as large. The effusion was related to the device, specifically due to injury to the pulmonary artery by spikes from the device protruding from the left atrial appendage (laa). There were no allegations on the function or procedure of the abbott amulet device, although possible pa proximity was questioned after the patient went to the or. During the procedure, no wire was placed in the left atrial appendage, and the device was neither partially nor fully recaptured into the delivery system at any point. The patient was transferred to the operating room (or) for possible surgical repair. The pa was surgically sealed and the stabilizing wire was ¿padded¿ on the inside of the pa.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet was chosen for implant using an unknown delivery system. The patient was decompensated in the post-anesthesia care unit (pacu) following the procedure and subsequently progressed to asystole. Emergency interventions were initiated to stabilize vital signs. These included pericardiocentesis, administration of emergency medications, re-intubation, and blood transfusion. A transthoracic echocardiogram (tte) was performed, which confirmed that the device remained stable within the appendage. The patient was transferred to the operating room (or) for possible surgical repair.